Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the flow was not obvious. The product was replaced and the patient¿s status was listed as no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event did not happen, and there was no poor flow. It also stated there was no patient involved.